Event description:
Patient had a staghorn kidney stone and it was very tight to maneuver the catheter in during use. The gold marker band came off inside of patient in calyx. The band was not removed at that time, but will be removed during scheduled surgery in march to remove the stone.